Event description:
Worker had opened the sterilizer, retrieved wrapped items from the sterrad and had come in contact with hydrogen peroxide. At this time, the symptoms, duration of the symptoms, and if the worker sought medical attention are unknown. When the event occurred, the vaporizer plate was not in place. The facility was aware of the product alert letter and advised that the new plate is currently in place.